Event description:
Medtronic received information reporting that on (B)(6) 2021, a patient underwent a procedure for implantation of a pipeline vantage with shield device to treat a 12mm unruptured saccular aneurysm of the right internal carotid artery (ica) c5 segment. It was noted that complete neck coverage was achieved with raymond and roy class 3 achieved and significant aneurysm stasis achieved. No device malfunction was reported. Post-operatively, mild contrast-induced encephalopathy was observed. The patient had some weakness in the left hand and foot. Diagnostic CT head angiogram did not reveal any pathology, infarct, or hemorrhage. The event was not considered life-threatening and did not result in additional treatment. However, the patient's hospitalization was extended for neurologic observation. The event was considered resolved on (B)(6) 2021. The event was noted to not be related to the pipeline device, ancillary device, or platelet medication and was determined to have a causal relationship with the patient disease under study and the procedure. Medtronic received information reporting that during a procedure planned for pipeline vantage with shield implantation to treat an unruptured saccular aneurysm of the right internal carotid artery (ica) c5 segment. The aneurysm max diameter was 12mm and the neck diameter was 5mm. Dual antiplatelet treatment was administered with pru level of 39. The site reported that the device was not used and was discarded citing the reason as "other". No device malfunction or interoperative issues were noted and there were no patient symptoms or complications associated with the event. Therefore, the event does not meet the definition of a complaint. Additional information received reported that the patient experienced post procedure asymptomatic bradycardia with hypotension and urinary tract infection that was treated with antibiotics. No assessment to their relationship to the device or procedure had been made. Additional information received reported that the site confirmed that a single pipeline vantage was successfully implanted during the procedure on (B)(6) 2021. The patient was hospitalized until (B)(6) 2021, but this was not considered a prolonged hospitalization. Additional information received reported that the patient was hospitalized until (B)(6) 2021. Additional information received reported fish-mouthing of pipeline vantage was seen at 6-month follow-up dsa imaging on (B)(6) 2022.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.